Manufacturer narrative:
(B)(4). The solution to this issue was provided over the phone and the nurse indicated that she did not want to swap the device. Should any additional information become available, a follow-up report will be submitted.

Event description:
The nurse (rn) for the home patient (hp) contacted baxter's technical service center regarding frequent events of air in the patient line on the homechoice (hc) during use, patient connected. The rn stated that she has checked everything and the hp had been setting up correctly. The rn stated she wants the hp to have the hc pro machine. The baxter technical service representative (tsr) provided instructions to the nurse for obtaining an hc pro and the nurse indicated she would make the arrangements for the hc pro. The nurse indicated that she did not want the hc swapped. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.